Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nn221 - columbus cr dd glid.surface t2/2+ 12mm. According to the complaint description, a revision was performed due to postoperative polyethylene (pe) wear, without loosening. The wear was located on the dorsolateral edge of the inlay. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: h4 - manufacture date. H6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon batch history review, historical data analysis, and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. The following can be mentioned as an informational note: in the event description, it is mentioned that excessive internal rotation of the tibial component could be the root cause for the wear marks. Based upon the investigation results, a CAPA is not required.